Manufacturer narrative:
Model number/catalog number: sc-2208-70, serial number: (B)(4), batch/lot number: 161501/162995, model/catalog description: st linear lead 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.